Manufacturer narrative:
Additional concomitant medical products: 6943-65 lead; implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole for no more than two seconds. It was also reported that one day after implant the right ventricular (rv) lead exhibited dislodgement, over-sensing, non-capture and poor sensing. The lead was revised and reprogramming occurred. No further patient complications have been reported as a result of this event.